Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-04803. It was reported that the patient's leads were showing high impedances. X-rays revealed that the patient's leads had migrated. Reprogramming was unable to restore coverage. As a result, surgical intervention is expected to resolve the issue.